Event description:
Event description cpi received information that the battery status of this implantable cardioverter defibrillator (ICD) was noted to be at mol1 eleven months post-implant. On april 11th, guidant received additional information that, during a hospitalization for CABG, a device check revealed low pacing output and continuing early battery depletion. The device will be replaced during this hospitalization. The lead was reported to be damaged during the procedure and was also explanted and replaced.